Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was electromagnetic interference on the cardiac resynchronization therapy defibrillator (crt-d) from an left ventricular assist device (lvad). Follow up concluded that programming changes were made and the device remains in use. No patient complications have been reported as a result of this event.